Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to some components not being returned. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a right superficial femoral artery intervention procedure. Reportedly, after the foot of the proglide device was deployed, the sutures of the proglide device did not deploy as intended. After the foot of the proglide device had been completely retracted, the proglide device was difficult to remove and was manually removed from the patient anatomy with no vessel damage. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.